Event description:
Additional information: it was reported that vancomycin was stopped on (B)(6) 2019 and the event was resolved.

Manufacturer narrative:
The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 10 months, 21 days. Manufacturer's investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital due to complaints of pain to the right lower abdomen. There was redness to the driveline site, but no drainage was observed. The patient stated that the patient's granddaughter jumped on the patient stomach before the symptoms started. The patient was given vancomycin. Blood cultures were negative and culture at the driveline site was not obtained. A palpable cord like structure on the left side of the driveline that extended across the abdomen was observed. Ultrasound of abdomen showed a small non-specific fluid collection along the driveline that could be seroma, hematoma, or abscess. An infection disease doctor was consulted, and recommended vancomycin for a minimum of 2 weeks. The patient was discharged on (B)(6) 2019.